Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated their unit was not working. Patient (pt) said they were at the hospital and they tried to get them to do an MRI, but they couldn't do it because they could not connect to the machine. Patient mentioned the stimulator was supplied to them through a provider in (B)(6), so they live in (B)(6). Agent asked, patient said the issue started yesterday. Patient confirmed the blue light was flashing on the communicator. Agent had patient try to connect the handset and communicator to the implant, but patient was getting device not responding. Patient repositioned communicator, but that did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient was redirected to their healthcare provider to further address the issue if replacement communicator does not resolve. Agent stated that they are seen at the va hospital and were needing an urologist, agent sent caller an email with physician listings. Agent provided technical service line number for healthcare plan to call in case of e mergency. Pt called back and reported they continued to get device is not responding despite using the replacement communicator. Worked with pt and their spouse to reposition the communicator a number of times but device is not responding was not resolved. Asked pt if they have noticed any change in symptoms and pt said they had turned therapy off for an MRI about 6 months ago because it didn't get turned back on after the MRI, but they turned it back on and it's been fine ever since, they have not noticed any change in their symptoms. Recommended pt reach out to their doctor to report and resolve the issue. Pt said they received the list of doctors and will get in contact with their va primary care doctor to find a doctor for their device. Reopened case to send email to device registration regarding ins placement information. Pt said they have not had falls, traumas, other medical tests or procedures and have not gained or lost weight. Caller called back and wanted to make sure that they are using the equipment correctly. Walked the patient through pairing the replacement communicator and making sure they were in the correct app. Caller was still seeing no device found. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.